Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed via product return. Visual examination of the returned product identified signs of repeated use, nicked, gouged, and wear, and has fractured. No further analysis was made. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of over 6 years with exhibited signs of use; the root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation for a surgery, it was noted that an impactor pad was fractured. No adverse events have been reported as a result of the malfunction.